Event description:
On (B)(6) 2019 it was reported to k2m, inc the tip of the inserter broke intra-operatively. The tip of the inserter possibly remains in the patients disc space. Revision surgery has not yet been scheduled.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the part, it was observed that one of the tangs at the distal tip had sheared off the instrument. The fracture face was course and slightly raised on one side. Analysis of the fracture face indicates the failure occurred during a clockwise maneuver. The distal component of the inserter may have sheared from bending overload during the implantation and rotation maneuvers. X-ray images revealed that the tip broke off in the disc space. The sheared tang was removed from the patient, and the surgery was completed successfully.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 02.06.2019 it was reported to k2m, inc. That the tip of the inserter broke intra-operatively. The tip if the inserter possibly remains in the patients disc space. Revision surgery has not yet been scheduled.